Event description:
Some health care workers are reacting to the sensicare powderfree vinyl glove products. However there was no clear indication as to the number of individuals involved or the type of reactions which occurred.